Event description:
It was reported by service report that the cot would raise/lower by itself when the battery was installed. MFR's investigation is still ongoing; if additional info is received, a follow-up report may be submitted. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if additional info is received, a follow-up report may be submitted. Repairs anticipated, but not yet begun.